Event description:
It was reported that the cannula did not deploy during the activation process. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Timeouts and drive stalls were observed. The pod delivered 56 pulses, of which 46 were in first prime. The ratchet gear did not advance enough for the firing flat and release bar to align, so the needle mechanism did not deploy. The pod was reset and delivered a 15u bolus without incident. No damages or deficiencies were observed. The cause of the high pulse width w/ drive stall and subsequent needle mechanism failure could not be determined.